Event description:
During an implant procedure, the atrial lead became dislodged. A new atrial lead was successfully implanted and the patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. After cleaning, the helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length was measured within product specification. Visual and x-ray analysis did not find any anomalies.